Event description:
It is reported that "on multiple occasions, while in the middle of a surgical case, the detachable plastic piece on the top of the e ndotracheal tube has come off completely with the circuit attached while the patient is intubated. Last week this happened twice in the middle of our first case." After further correspondence with the reporter, the customer does not have any further information regarding the specifics of the events. If additional information is received, the complaint file will be updated. See associated mdrs 8040412-2023-00046, 8040412-2023-00047, 8040412-2023-00025, and 8040412-2023-00049.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a.

Event description:
It is reported that "on multiple occasions, while in the middle of a surgical case, the detachable plastic piece on the top of the e ndotracheal tube has come off completely with the circuit attached while the patient is intubated. Last week this happened twice in the middle of our first case." After further correspondence with the reporter, the customer does not have any further information regarding the specifics of the events. If additional information is received, the complaint file will be updated. See associated mdrs 8040412-2023-00046, 8040412-2023-00047, 8040412-2023-00025, 8040412-2023-00049.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.